Manufacturer narrative:
Based upon the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed. The staple heights and staple formation were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continously improve the products.

Event description:
During a lobectomy the tlh90 was placed across lung tissue and fired by a resident under direct supervisor of the staff surgeon. It appeared it had fired properly but after inspection it was noted the staples had been discharged an not closed. The staple line bled heavily and the pt required three to four units of blood. The staple line was clamped and oversewn to control the bleeding. Clinical follow up: 3/3/97 dr to contact, left message x2. No contact letter sent.dm 3/3/97 surgeon was performing a wedge resection of a lung carcinoma involving the fissure of the left lung. He basically did a wedge taking out portions of both upper and lower lobes using the linear cutter and then completing it with the tlh90. After firing the thl90 and completing the resection, there was significant bleeding. It appears that the staples did not form properly. Surgeon feels that the pin was not placed at the time of firing. In view of the fact that there was minimal or no staple formation whatsoever, I was not inclined to believe that it was a pin placement problem, but rather an incomplete closure or nonclosure of the instrument. The pt presently does have medical difficulties but these are not directly related to the events. The pt does have pulmonary insufficiency and known coronary artery disease which is the main problem at this time. He is presently on a ventilator.